Manufacturer narrative:
This report is submitted on september 08, 2023.

Event description:
Per the clinic, the patient experienced an mssa infection at the implant site subsequent to a head trauma. The patient was treated with oral antibiotics (date and duration not reported). However, the issue could not be resolved. The patient experienced wound dehiscence at the implant site. The implant was removed from the internal fixture (specific date not reported) and the area was cleaned and flushed with antibiotics (specific type not reported). The same implant was placed onto the internal fixture.

Manufacturer narrative:
Per the clinic, the patient also experienced an extrusion of the implant coil. The date of the revision surgery previously reported in the initial MDR was confirmed to have been performed on (B)(6) 2023.